Event description:
Facility paramedics were using the device to treat a pt described as in cardiac arrest. Reportedly, the device spontaneously lost power and power could not be restored. The pt was not resuscitated. No additional event info was reported.